Manufacturer narrative:
The user reports that their inserting hcp confirmed inserting a 90-day sensor instead of the e3 180-day sensor due to paperwork issues. The inserting hcp scheduled an appointment for the removal of the 90-day sensor and the insertion of the e3 180-day sensor. The user confirmed that everything is working fine after the procedure. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user was inserted with a 90-day sensor instead of an e3 180-day sensor.